Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower assembly and machine flow sensor were replaced to address the issue. The device had evidence of contamination.

Manufacturer narrative:
The manufacturer previously reported a ventilator's blower assembly and machine flow sensor were replaced for a service required alarm condition. The device's system board also needs replaced for this issue. During additional testing of the device at the manufacturer's service center, the device failed a test step during testing. The device's outlet side panel and dual limb cup were replaced to address the issue.